Event description:
The account alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the brakes were not applied correctly. The technician set the brakes to resolve the issue.